Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaws did not open and the trigger could not be grasped on the way. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the jaws closed on tissue? Yes. If so, how was it removed? By returning the trigger to the home position by hand. Which firing of the device did this event occur on? 5th to 10th. What vessel or structure was the device fired on at the time of the event? Left hepatic vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.